Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. Internal error (code 64) on entering registration screen. This issue was documented in a medtronic navigation software anomaly tracking database. Fdm 10 pertains to both the system checkout and the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed an error code when attempting to modify the registration model that was generated following an exam being loaded. Restarting the navigation system restored functionality. There was no patient present when this issue was identified. The exam from the procedure was received by medtronic for evaluation. It was noted that the issue could not be replicated. The exams were noted to be a combination of not optimal and restricted. The exams were attempted to be edited and then multiple merged, still unable to replicate the reported issue.